Event description:
It was reported that during a laparoscopic nissen fundoplication procedure the device was used with a reload with no issues, a second reload was placed. They went to fire the stapler and there was a crunching sound heard. The cutting blade did not release and the staples did not fire. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Results: damaged firing mechanism. Device b: batch #d5gt82. MFR: 01/2007, exp: 12/2012. Evaluation summary: device a was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. Device b was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.